Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. G4: PMA/510(k)#: two additional codes apply; k213670 and k231373. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes, an unspecified number of tubes exhibited black spots in them. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. Therefore, 100 retained samples were visually inspected with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: foreign matter - unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes, an unspecified number of tubes exhibited black spots in them. No adverse impact was reported regarding the patient or user.